Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading into the delivery tube. No additional info was provided by the hosp. The hosp did not report any pt complications.